Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient experienced arrhythmia and decreased blood pressure while mapping implant locations for the right ventricular (rv) leadless pacemaker (lp). Cardiopulmonary resuscitation was performed to resolve the clinical events. The delivery catheter and lp were removed, and the implant procedure was aborted. The patient was in stable condition.